Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that the suture broke after the deployment of the fast fix. No patient injury was reported. Back-up device was available.

Manufacturer narrative:
Examination is not possible, as the device will not be returned. The investigation could not draw any conclusions about the reported event without the return of the device.